Manufacturer narrative:
The device has not been returned to the manufacturer. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported the site had a defective tracker. This issue was noted outside of a procedure, and there was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating the defective tracker was not able to verify.

Manufacturer narrative:
The tracker 9734734 navlock universal green (lot# 171115) was returned and analysis found physical damage. Both side tabs were broken off at the tip. Otherwise, with markers attached and fully seated, the tracker returned a good geometry error. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.